Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The service engineer (se) received the suspect end of life uim and evaluated the suspect uim. The se cycled the uim on and was able to duplicate the reported device behavior. The se also found four inch severe scratches on the uim display and determined this as the cause of the failure. Due to this end of life uim component damage no further component investigation will be performed.

Event description:
The customer reported a dim and distorted user interface module (uim) display, on this ventilator device. The customer stated no patient involvement with this event.